Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4) (ofr). For evaluation. In the evaluation of ofr the following was confirmed; the distal end cover damaged the glue rubber of bending section wear and tear ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for staphylococcus aureus (1 cfu) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Klebsiella oxytoca and pseudomonas aeruginosa (70 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.